Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) was unable to reach the patient for follow up call. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient reported attempting to test on her meter and was unable to due to the alleged issue. The patient reported using a combination of medications including 1000mg of metformin twice a day, and 14 units of lantus before bed to manage her diabetes. The patient reported making no changes to her usual diet or activity level on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. However the patient reported being seen in the emergency room (ER) on (B)(6) 2012 in the evening. The patient reported her blood glucose was measured and a reading of "650mg/dl" was obtained. On (B)(6) 2012 in the morning, the patient reported a reading of "550mg/dl" was obtained. The patient did not report receiving any medical intervention for her high readings. It is unclear if the patient was treated for any other health diagnosis while in the hospital, and how long her length of stay was. At the time of troubleshooting, the cca noted that there was no misuse of the product, and it was not the first time the meter had been used. The cca confirmed the patient was using the correct test strips. When the cca assisted the patient with inserting a new test strip, the meter turned on. When the patient was prompted to push the power button, the meter turned on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims she was unable to test on her meter due to the alleged issue, and several days later had a severely high blood glucose reading in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.